Event description:
It was reported that during a follow-up in clinic x-ray showed left ventricular (lv) dislodged lead and the lead is no longer pacing. The lead was explanted and replaced. The patient is in stable condition.